Event description:
Additional information was received from the manufacturer's representative. It was further clarified that the healthcare professional (hcp) was unable to aspirate the catheter and was unsure why at the time of the dye study. The hcp assumed the catheter was kinked. It was reported that catheter revision surgery took place (B)(6) 2025 and the pump pocket was moved to another site.

Manufacturer narrative:
H6. A26 is no longer applicable to this event as a14 is more specific based on the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) (0.2 mg at 0.2 mg/day). It was reported that the patient was experiencing pocket site pain, movement of the pump, loss of efficacy of the pain pump even with multiple increased drug titration. A catheter dye study was performed and was unsuccessful. Patient is awaiting schedule for catheter revision. It is unknown if there were any environmental/external/patient factors that may leave led or contributed and the issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative that the patient's 40ml pump was discarded and a 20ml pump was implanted. It was reported that the customer discarded the catheter. It was further clarified that the catheter was partially replaced, as a new pump segment was added. They discarded the twisted old catheter piece, and the original spinal segment is still in use.

Manufacturer narrative:
H6. Correction: imf code f12 is updated to f1205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.